Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were markers observed in the at/af detection due to unknown reason. Programming changes were recommended. The patient's condition was good.